Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported recurrent mitral regurgitation, and the reported unspecified tissue injury associated with the posterior leaflet rupture, were due to the clip¿s partial loss of capture post-implant. The reported migration (partial clip movement) associated with the posterior leaflet partially losing capture post-implant was due to challenging patient anatomy (huge posterior leaflet prolapse and barlow¿s disease). The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional steerable guide catheter will be filed under a separate medwatch report number.

Event description:
This is filed to report leaflet perforation, clip migration and recurrent mitral regurgitation requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat degenerative mitral regurgitation grade 4+. Xtw (21213r1043) and ntw (21006r2089) clip were implanted, reducing mr to grade 2. The clips were attached to both leaflets, but there was a lot of motion due to the large posterior prolapse. On (B)(6) 2023, when the follow-up echocardiogram was performed, an atrial septal defect was observed. It was thought this was due to the steerable guide catheter (sgc). On 23 february 2023, the patient presented recurrent mr grade 4 around the lateral clip xtw (21213r1043). This was discovered as the patient was scheduled for an atrial septal defect (asd) closure procedure. Further evaluation revealed that the posterior leaflet was ruptured around the xtw (21213r1043), but the clip still remained attached to a small part of the posterior leaflet. The medial clip ntw (21006r2089) remained stable on both leaflets and had no evidence of tissue damage. An additional mitraclip was planned to be implanted to stabilize and reduce mr. The steerable guide catheter was advanced to the left atrium. Before the clip was prepared, it was decided that mitraclip intervention was not possible due to the leaflet perforation - there was not a sufficient area to grasp the posterior leaflet. The intervention was aborted, along with the asd closure. Mr remained at grade 4. On (B)(6) 2023, the patient underwent mitral valve replacement surgery where the asd was also repaired. The patient is stable. No additional information was provided.